Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The large needle driver instrument was analyzed and found to have one bent grip, causing misalignment of the grips. There was a 0.73 mm offset at the tips. The grips do not show cracking damage. Components adjacent to this bent grip do not show damage. Additional unrelated observation(s): the instrument was found to have a frayed grip cable at the distal end. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 8 mm large needle driver instrument was unable to hold the needle and was observed to have a broken cable. The procedure was completed with no reported injury.